Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicatedfollowing the valve-in-valve procedure with the first non-medtronic transcatheter valve, the severe transprosthetic was classified as severe paravalvular regurgitation. This caused cardiac decompensation. The cause of the pvl of the non-medtronic valve was not reported. This non-medtronic valve was revised with another non-medtronic transcatheter valve. The day following the implant of this second non-medtronic transcatheter valve a transthoracic echocardiogram (tte) identified ¿minimal¿ pvl.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that with both valve-in-valve procedures, non-medtronic valves were the replacement valves.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 months following the implant of this transcatheter bioprosthetic aortic valve, at a routine follow-up appointment, the patient reported progressive exertional dyspnea which varied in severity. The patient was able to walk up to the second floor but at times needed to take a break after the first floor. At times the dyspnea was not present with this activity. Oedema was absent. In the morning, when washing with cold water, chest pressure with dyspnea developed. Dizziness when standing up also had occurred. A transthoracic echocardiogram (tte) revealed severe paravalvular aortic insufficiency. Cardiac decompensation and heart failure were reported. The patient was admitted to hospital. Treatment was not reported. The event was unresolved.

Event description:
Additional information received indicated the severe paravalvular leak (pvl) of the non-medtronic transcatheter valve prolonged hospitalization and was causal related to the medtronic transcatheter valve and the valve implant procedure.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated intravenous medication was administered. The medtronic transcatheter was replaced via a va lve-in-valve (viv) procedure 6 days following the hospital admission. This valve replacement was performed without complication. The new replacement valve was a non-medtronic valve. On an unspecified date following this transcatheter valve replacement with the active non-medtronic transcatheter valve, echocardiography was performed and revealed severe transprosthetic regurgitation of this new replacement valve. The manufacturer of this new valve was not reported. This required an additional viv procedure. This procedure was performed 2 days after the previous recent viv with the unspecified manufacturer transcatheter valve. A transthoracic echocardiogram (tte) identified bilateral pleural effusions which were treated with intravenous diuretics. The event was resolved on the date the second viv was performed. Hospital discharged occurred 11 days following admission.